Manufacturer narrative:
H10: the device was not received for evaluation; however pictures were received and evaluated. The visual inspection observed air in the return line after the blood warmer. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during continuous renal replacement treatment with a prismaflex hf20 set, the prismax unit generated an alarm for obstruction air in line. It was reported the line was clamped "from after the point where you take the post filter blood". It was reported the operator did this three times. Subsequently, the line burst causing blood to leak ¿everywhere¿ (amount not reported). There was no report of patient injury or medical intervention associated with this event. No additional information is available.